Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a user of the ilet bionic pancreas experienced episodes of high blood glucose, with a reported peak of 400 mg/dl lasting over an hour and device alerts for sustained readings above 300 mg/dl; the user expressed dissatisfaction with inset infusion sets, concern about steel cannulas, and a desire for more control over bolus options, and used ¿fake meal¿ announcements to address hyperglycemia. Symptoms included hyperglycemia. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established.